Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: during testing, the pump powered on and the display was clear and legible. A review of the pump history showed that the pump had emitted a call service alarm. The complaint that the display was blank was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display went blank after changing the battery. It was noted that multiple battery changes did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.